Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) had 2 leads (lot number unknown) implanted at t11, both of which were found to have migrated. Surgical intervention was undertaken and the migrated leads were explanted and replaced and therapy was restored. The patient also has a lead implanted at l5 which remains implanted and is also providing therapy. Device lot number(s) and implant date(s) were unable to be provided to the manufacturer. Concomitant medical products: the implant date is unknown for the devices listed below: model: mn20200, drg ipg, model: unknown, drg lead.